Event description:
It was reported that customer experienced malfunction alarm on pump with no additional event details or blood glucose information available. There was no reported adverse impact to the customer¿s blood glucose level. Customer chose not to return pump, no replacement pump information was provided, and distributor closed complaint with no further actions documented.